Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a hardware error on (B)(6) 2015. Patient's mother reset the device and the reported issue was not resolved. At the time of contact, the patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defects were found. A review of the receiver data log confirmed a hardware error code. The root cause was determined to be a hardware component failure.